Event description:
Patient's legal representative stated incomplete bladder emptying, pain, frequent urination and strain when urinating. Physician noted bladder neck obstruction during explant surgery. During procedure sling appeared in normal position. Physician placed behind sling and sling was cut with small segment removed. Pathological report: sling specimen showed scar tissue and mild chronic inflammation.